Event description:
A user facility reports that during intraocular lens (iol) implantation surgery, the capsular bag was torn. The association between this event and the iol is not known. The user facility was unable to provide any additional information.